Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized last (B)(6) 2015 due to high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer stated the cannulas were bent and blood glucose would only come down through manual injections. Customer was not in an accident. Customer was wearing the insulin pump at the time of hospitalization. Customer stated that she used new box of infusion sets and it worked. No further information provided.